Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient had gastric bypass surgery and lost almost 100 pounds resulting in pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6)2023 where the ipg was relocated to the abdomen to address the issue.